Manufacturer narrative:
No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It is reported that the patient experienced a corneal abrasion with subsequent opacification in the left eye after using the device. Additional information received indicates the patient instilled a new lens from the package on 29 may and experienced a burning sensation. The lens was removed and placed in the cleaning/storage solution (not believed to be a coopervision device). On 09 june the lens was instilled in the eye and by the evening the patient was experiencing poor vision and sought medical assistance. The eye care provide indicates scaring or opacification in the two o'clock position, in the central and temporal area of the eye and provides a diagnosis of branch injury or bacterial infection of the eye and prescribed floxal. The treating physician indicates the patient treatment is ongoing and anticipates a recovery process of approximately five months. The device was discarded and will not be returned to the manufacturer for analysis. This event is being reported in an abundance of caution due to lack of medical information, and unknown resolution.